Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The quality control (qc) results were within range on the day of the event. A siemens customer service engineer (cse) was dispatched to the customer site. The cse inspected and cleaned the aliquot drain. The cse found a blood dripping outside of the aliquot drain in the left side. The cse replaced and aligned the aliquot probe. The cse performed a check for the aliquot cleaner pump and vacuum air knife, which passed. The cse checked and cleaned the sample drain and sample probe, which passed. The cse checked for sample cleaner delivery, which passed. The cse checked the aliquot plates and found serum in aliquot lanes. The cse cleaned the aliquot lanes. The cse ran a quick check, which passed except an alert for zone 4 fan. The cse ran qc, which were within range. Siemens is investigating the issue.

Event description:
Discordant, falsely elevated chloride (cl), potassium (k), sodium (na), calcium (ca), glucose (glu), and blood urea nitrogen (bun) results were obtained on one patient sample on a dimension vista 500 instrument. The discordant results were reported to the physician(s). The customer obtained a redraw (sample ID: (B)(6)) from the same patient and tested on an alternate instrument, resulting lower and did not match previous results. The customer repeated the original sample on an alternate dimension vista instrument and on the original dimension vista instrument, all resulting lower. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated multiple analyte results.

Manufacturer narrative:
Additional information (10/18/2016): a siemens headquarter support center (hsc) reviewed the instrument data and discovered that the process error log showed several aliquot clog detect failures, which indicates that pre-analytical sample quality may be a contributing factor to this event. Hsc concluded that cause of the incident was due to a contaminated aliquot. The source of the contaminated aliquot is unknown. The instrument is performing according to specifications. No further evaluation of the device is required. Corrected information( 11/15/2016): the date of report in the initial MDR was erroneously entered as october 17, 2016. The correct date was october 18, 2016. The initial MDR 2517506-2016-00355 was filed on october 18, 2016.